Manufacturer narrative:
Unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, and excessive no delivery test due to prime/fill anomaly. Insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
The customer reported that the insulin pump did not prime properly. Insulin was gushing out the needle. Customer's blood glucose level was 94 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.